Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that a tray had a broken glass syringe, one tray had the needle coming out of the wrapping and another tray had spinal needle coming out of protective sleeve and introducer was bent with a bd tray cse whit27g4.7 we17g3.5 swc x3795. These were discovered prior to use. The following information was provided by the initial reporter: it was reported that in 3 trays one had a broken glass syringe, one tray had the needle coming outside of the wrapping, and the third tray had a spinal needle coming out of protective sleeve and introducer was bent.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a tray had a broken glass syringe, one tray had the needle coming out of the wrapping and another tray had spinal needle coming out of protective sleeve and introducer was bent with a bd tray cse whit27g4.7 we17g3.5 swc x3795. These were discovered prior to use. The following information was provided by the initial reporter: it was reported that in 3 trays one had a broken glass syringe, one tray had the needle coming outside of the wrapping, and the third tray had a spinal needle coming out of protective sleeve and introducer was bent.